Manufacturer narrative:
Unable to prime during prime/delivery test due to faulty bacl pressure sensor (gold). Pump passed rewind, basic occlusion and displacement test. No motor error alarm noted. Motor passed motor test. Pump passed all operating currents tested with in the specified range and passed off no power test. Pump monitored and tested with no low battery alert less than one week noted. Pump received with cracked reservoir tube lip noted.

Event description:
The customer's wife reported via phone call that the insulin pump had a motor error alarm during bolus. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was 127 mg/dl. The caller also stated that the insulin pump's battery life was only one week long. The customer's wife was advised that the insulin pump would be replaced and agreed to return the product for analysis.